Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with sparc sling on (B)(6), 2004 with the intention of treating her stress urinary incontinence. It was alleged the plaintiff suffered serious bodily injuries, including severe pain, voiding dysfunction, dyspareunia, recurrent and worsening urinary incontinence, urinary issues, recurrent infections and other injuries. It was also alleged the plaintiff experienced significant mental and physical pain, disability, mental anguish, and permanent injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.